Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event and the patient began treatment for the peritonitis with vancomycin, 1 gram, "one bag" (frequency was not reported) and meropenum, 250mg, 3 exchanges per day. The outcome of the peritonitis event was unknown. The action taken with dianeal therapy was not reported. Should additional relevant information become available, a supplemental report will be submitted.